Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Visual inspection & functional testing performed. It was confirmed that circulating water was leaking from the drain valve. It also leaked from the internal return tube and float switch. The customer's complaint was confirmed. The root cause was the defective drain valve, return tube, and float switch. These components were replaced to correct the issue. H-1000 device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E3. Initial reporter health professional is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a water leak when draining the water from the connection between the drain tube and the main unit while twisting the cock. There was no patient involvement and no patient harmed reported.